Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the pump logs revealed that the pump went empty on (B)(6) 2017. It was noted there was also a short motor stall in the logs on (B)(6) 2017 at 10:46 with a recovery on (B)(6) 2017 at 12:48. It was initially unknown if the stall was due to an MRI, however it was later reported to be due to an MRI. They were planning on doing a dye study on (B)(6) 2017 as well as a removing system contents procedure. The hcp aspirated from the reservoir and also 1-2 ml from the catheter access port (cap). It was stated they did not fill up the pump prior to the first priming bolus of 0.15 ml over 10 minutes. Sometime during the first priming bolus, the hcp rinsed the reservoir with saline twice, then filled the pump with new medication. The first bolus was completed, then they aspirated from the cap and programmed the second priming bolus of 0.15 ml over 10 minutes. After waiting 10 minutes, the cap was as pirated again. Drug information was not yet programmed. It was later reported that the patient's pump ran dry due to the patient's prior managing physician refusing to fill it, however it was unclear whether that information was completely accurate. The patient then established care with their current hcp as a result. The pump was filled on (B)(6) 2017 after the system cleanse and dye study was performed.